Event description:
A customer contacted beckman coulter inc. (Bci) in regards tubing leaking lyse on the coulter lh 750 analyzer. The operator was using proper ppe when the tubing leak was discovered. No exposure of the lyse reagent to mucous membranes or open lesions and medical attention was not sought.

Manufacturer narrative:
A bci customer technical support assisted the customer with replacing the vl-3 tubing. Controls were run to verify the instrument's operation/performance and were within limits. Root cause for this event is the damaged tubing.